Manufacturer narrative:
There was no reported pt involvement, therefore no pt data exists. There is no expiration date for this product. The actual device was evaluated in the field on (B)(4) 2011. Evaluation summary: after an on-site evaluation by a field technician, it was confirmed that there was damage to the column casing of the surgical table which caused damage to the trendelenburg hose. The column casing damage can be attributed to misuse by the user likely colliding the table with other operating room equipment. Continued use of the table with the damaged column casing can cause abrasions to the hose surface potentially causing a fluid leak and a loss of hydraulic pressure. The trendelenburg hose maintains the hydraulic fluid pressure required to keep the table in trendelenburg and reverse trendelenburg positions as well as articulate the table. If the hose is damaged resulting in loss of hydraulic pressure during surgery, this could potentially result in the inability to articulate the table or potentially a delay to move the pt or stabilize the table. However, there was no report of a loss of hydraulic pressure or of hydraulic fluid leaking in this reported event. This condition was discovered during preventative maintenance and not during a surgical procedure. There was no pt involvement and no adverse consequences reported.

Event description:
(B)(4). It was reported that the surgical table at this customer had a damaged column casing and damaged trendelenburg cylinder and hydraulic lines. There was reported pt involvement and no report of any adverse consequences.